Manufacturer narrative:
Device is used for treatment. Investigation coordinated by synthes (B)(4).  Report received indicates the tip of the awl is broken off, which indicates that mechanical force has been applied (as resistance was met) and caused the breakage of the awl. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: surgeon was attempting to use the awl to perforate the cortical bone for the fourth screw placement for the synfix implant, resistance was met. The awl was hammered a few times to advance and it broke off in the aiming arm. The broken fragment was retrieved. Surgeon noted: surgeon only placed 3 screws and did not place the fourth (4) screw. It was noted there was no patient injury. Surgeon will be performing posterior procedure to add additional support. No further information is available. This is 1 of 3 reports for this event.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.